Event description:
A previous optifree multipurpose solution user reported having begun use of clear care approximately 3 weeks earlier for daily wear care of acuvue cosmetic contact lenses (green tint). She had no difficulty at first but noticed a little burning sensation initially which would eventually go away. She states she was careful to use only the lens cup & followed the directions for use. As the weeks went by, her eyes became increasingly blurry, irritated & red. Medical records received indicate large central corneal abrasions in both eyes, diagnosed by g.p. With referral to specialist. Vision became foggy approx 2 days prior while wearing contact lenses. Removed contacts & vision remained a little foggy. Prescribed ocuflox drops, no improvement, still painful ou. Prescribed ciloxan & right eye patched. Pinhole acuity noted as 20/40 both eyes. Event resolved with clear corneas, no defects remaining. No further information has been provided.

Manufacturer narrative:
The report was reviewed by the ciba vision medical monitor with the following conclusion: "this case is considered as significant corneal abrasions." The manufacturing investigation of the returned complaint sample met the stability specification for all parameters tested. Bioburden determination revealed no microbial growth.